Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a t4 to t10 revision procedure for a achondroplasia. The case was complex due to the patient¿s anatomy and spinal deformity. Before the robot was brought into the field, the patient lost motor function on the right side following decompression. To relieve pressure on the spinal cord, the surgeon placed several screws freehand and added a temporary rod. The robot was then introduced to place unilateral screws on the patient¿s right side from t4 to t9. Because the temporary rod was positioned over the left pedicles, the plan was to use the robot only on the patient¿s right side. The robot was used successfully for the right t4 and t5 trajectories without issue. T6 and t7 were expected to be more challenging due to the degree of deformity. When sending the robot to t6, the initial arm position was not ideal, so the surgeon manually adjusted the arm to bring the wrist more midline and into camera view. The surgeon was familiar with this manipulation process. After the adjustment, the surgeon attempted to resend the trajectory, but the robot made a large movement that appeared to undo the manual adjustment and moved itself out of camera view. The surgeon then performed a second manual adjustment, including significant winding of the arm, to bring the robot back onto trajectory. Once aligned, the surgeon attempted to resend using the pedal, at which point the system immediately generated a critical error and began the robot shutdown sequence. The robot then shut down automatically, and the surgeon completed the remaining right-sided trajectories using freehand navigation. Afterward, the rep stated that they rebooted the robot to check system health and attempted to perform a brake test. At the start of the brake test, the robot was still in the same position as when the critical error occurred. During the brake test, while the robot was draped, it unexpectedly collided with the console monitor. Logs were requested to better understand the movement. After the collision, the system generated an error. The rep then manually straightened the robot arm, which required contact with the drape and broke the sterile field. This removed the opportunity to use the robot for the remainder of the procedure without taking additional time to redrape. Fortunately, the surgeon did not need to use the robot again. The arm was then moved to a near-remastered position, and the brake test was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. Next day of surgery: (B)(6) 2026.